Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a saccular 77 mm diameter x 50 mm long thoracic aortic aneurysm at zone 4 approximately 13 months ago. The proximal aortic neck was 21 mm in diameter; distal neck was 17 mm in diameter. The proximal aorta had moderate calcification. It was reported that after the implant the patient was fine; however, on (B)(6) 2009, the patient had a fever, and an esophageal fistula was observed on CT. On (B)(6) 2009, a treatment for the fistula was performed, and the patient recovered. On (B)(6) 2010, the taa was 72 mm in diameter; no complications were noted. The physician commented that there was no correlation between the talent graft and the fistula, and that the fistula was related to the procedure (see MFR # 2953200-2010-02518 and MFR # 2953200-2010-02519). No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: it was reported that the physician elected to perform surgery and removed the esophagus. Conversion of the lower aorta was performed along with removal of the stent graft and replacement of the descending thoracic aorta. The patient status improved.

Manufacturer narrative:
(B)(4). Evaluation results: (unknown cause of fever).